Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during a diagnostic procedure. However, treatment of the patient was completed by moving the patient to another room and using different equipment. No delay to treatment or harm was reported. A philips field engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting measures found that the status led of the router of the r cabinet was constantly lit and it was determined that the router was found to be defective. The router and ethernet switch were replaced. After the router and switch were replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system was having problem with geometry issues as c-arm and table could not be moved. Device was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.